Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, which did not require hospitalization. The patient was treated with inj (injection) cefazolin (250mg, intraperitoneally (ip) twice a day) and inj ceftazidime (250mg, ip, twice a day) for 14 days. The cause of the peritonitis was the patient did not wear a mask, area was not cleaned before starting pd and non compliant for three days. Outcome for the event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.